Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with this right ventricular (rv) lead exhibited out of range pacing impedance measurements with no associated electrogram abnormalities. Technical services (ts) was consulted and indicated that if impedance fluctuations have been present since implantation, a header connection issue could be suspected. An alternative potential cause could be a conductor fracture. However, there was no evidence of noise or elevated high rate episode counts. Ts recommended confirming that the rv lead is fully inserted into the device header set screw and performing isometric maneuvers to assess whether impedance peaks could be reproduced. Additionally, a decrease within the normal range in shock impedance was observed. Ts inquired about any corresponding medical events, as the change appeared physiological. The right atrial (ra) impedance demonstrated a similar trend during the same period. Ts further noted that, despite the absence of pacing dependency, the out-of-range pacing impedance could result in ineffective anti-tachycardia pacing (atp) due to potential loss of capture. The healthcare professional (hcp) also asked whether it would be possible to disconnect the pace/sense connector, implant a new pacing lead and continue using the existing shock lead. Given the potential for a conductor fracture, ts advised that the shock component could also be at risk. No adverse patient effects were reported. This rv lead remains in service.